Event description:
It was reported that the rv (right ventricular) impedance increased to greater than 2500 ohms, and the threshold increased to 2.0v. Because the patient was (B)(6), the pacing threshold was still acceptable, and the hv (high voltage) coil impedance was ok, the physician elected to leave the lead in use, with no invasive intervention. The rv impedance alert was turned off to prevent it from sounding every day, and follow-up was scheduled for the next month. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.